Manufacturer narrative:
It is not know if the device involved in the event will be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted with a suprarenal aortic extension and limb stents to treat an abdominal aortic aneurysm. The patient had been monitored since (B)(6) 2015 for a type 2 endoleak, however the type 2 endoleak was never treated as there was no sac growth noted. On (B)(6) 2017 the patient presented emergently with a ruptured aneurysm from two patent lumbar arteries. Open repair of the aneurysm was completed and a surgical graft was sewn in. It is unknown if the afx system was removed. Physician confirmed there was no failures with the implanted devices. The patient status post open repair is reported as good. At an unknown time prior to the open repair, a secondary procedure was completed.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ii endoleak and aneurysm rupture was found to be anatomy related due to the cautionary product use condition of multiple patent lumbar arteries. The use of both antiplatelet and anticoagulation therapies also likely contributed to the vent. There were no procedure-related harms that could be determined due to lack of medical information surrounding the event. It was noted that during the open repair, the aortic trunk of the main body stent was dissected and replaced with a surgical graft, but the reason is unknown. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.